Event description:
The pt underwent a diagnostic procedure. The results of the procedure indicated the necessity for immediate bypass surgery, scheduled for that same afternoon. The cardiologist attempted arteriotomy closure with the closer tsl6 fr. Device. The initial arterial stick was in the profunda artery, although the physician and perclose representative who was present at the case examined fluoroscopic images and believed the stick to be in the common femoral artery. The physician reported encountering resistance while attempting to position the device in the artery, at which point the device audibly snapped. Marking was obtained. The physician deployed the device and both cuffs were captured. He then unsuccessfully attempted to back the device out of the artery. He applied force and extracted the proximal half of the device; the sheath and foot remained in the artery. Bleeding from the groin was minimal, fluoroscopy revealed that the sheath and foot were occluding the arteriotomy. The artery did not appear damaged. The physician performed a small cutaneous incision to expose the artery in an attempt to locate the sheath, but it was not visible. Since the pt was scheduled for by-pass surgery that same day, the physician determined to expedite the by-pass surgery. The pt was transferred to o.r. For removal of the device and closure of the arteriotomy before commencing with the by-pass surgery. The perclose representative present at the case confirmed that both the sheath and foot were extracted from the pt's groin in their entirety. The pt recovered without further incident.